Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported patient complications. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician noted patient's pain. There were no reported post-operative complications.

Manufacturer narrative:
There were no reported patient complications. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc the device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician noted patient's pain. There were no reported post-operative complications. (B)(4).